Manufacturer narrative:
Device evaluation of battery pack 86250035 has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse events occurred from the damaged battery pack. Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation the ECG "a and b" to the front therapy electrode cable pulled from the strain relief, damaging wires in the cable and causing the reported "add gel" messages. Additionally, the j500 was pulled off the dn pca. The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patients battery would not power on a monitor. A us distributor reported that a patient was experiencing "add gel" messages.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation the ECG "a and b" to the front therapy electrode cable pulled from the strain relief, damaging wires in the cable and causing the reported "add gel" messages. Additionally, the j500 was pulled off the dn pca. The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing "add gel" messages.